Manufacturer narrative:
This report is being filed to provide additional information.

Event description:
Due to EU personal data protection laws, the patient information and outcome are not available from the customer.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Investigation: a run data file (rdf) analysis was performed for the prior year worth of procedural runs for this device and there was no indication of a device problem. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no problems identified related to the reported condition. Root cause: the root cause of this failure is undetermined.

Manufacturer narrative:
Investigation: a terumo bct technician checked out the machine at the customer site. Therbc detector was tested and an occlusion check of the individual pump was performed. No issues were noted with the device. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that they observed hemolysis in the plasma product. It is unknown atthis time if medical intervention was required for this event. Patient information is not available at this time. Patient outcome is not available at this time.